Event description:
Complainant alleged that during biomed testing the device's screen went blank when the defibrillator was charged to 150 joules. When the device's display came back the energy setting changed to 120 joules. Complainant alleged that subsequent to this malfunction, clinicians attempted to defibrillate a pt (age & gender unknown) and the device's screen went blank when the defibrillator was charged to 150 joules. When the device's display came back the energy setting changed to 120 joules. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.